Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by moving the patient to another room with delay. The philips field service engineer (fse) inspected the system on site and confirm that c arm shook and table could not move. As a part of troubleshooting, the fse performed visual inspection found c arm fixing screw was loose. To resolve the issue, fse tightened the screw. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system geometry movements were not available. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.